Event description:
Pt undergoing endosocpy/colonoscopy experienced a submucosal hemorrhage following biopsy. Biopsy forceps grabbed but would not cut, and tore tissue causing more bleeding than usual. Pt received an injection of epinephrine to control bleeding.